Manufacturer narrative:
The customer reported that they were unable to view patient vitals after patient transfer. According to the customer, after transferring a patient from the 5th floor to the 4th floor on the same cns, the patient name comes up, but rhythm comes up for a few seconds and then it disappears. The cursor is greyed out and they can't discharge the patient. Monitoring at cns was down from 1900-2028. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they were unable to view patient vitals at the central nurse's station (cns) after the patient was transferred from the 5th to the 4th floor.